Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was damage on cable unit and therefore water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cable insulation of the camera head came loose directly below the camera head. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. Updated fields: h6. The following reportable malfunctions were identified during the device evaluation: coupler degraded (corrosion). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional finding is traced to component failure.

Event description:
No additional information received from customer.